Manufacturer narrative:
Continuation of d10: product ID 97755-s lot# serial# (B)(6), implanted: explanted: product type recharger product ID 97745 lot# serial# (B)(6), implanted: explanted: product type programmer, patient product ID 97755 lot# serial#(B)(6), implanted: explanted: product type recharger. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported they found out the battery in their body was not working so they will call for an appointment.

Event description:
Pt called back because they received the replacement rtm, but still couldn't recharge the implanted neurostimulator (ins). Pt entered passive recharge mode with 0-0-0 when using the replacement rtm and replacement controller from this case. Patient service specialist (pss) helped the pt perform a reset of the controller and confirmed the green light was blinking on the controller when plugged into the outlet. Pt attempted to recharge but continued to see 0-0-0 and they confirmed they didn't have any recent falls or traumas. Pt confirmed the ins hasn't moved, but they were in a little pain and the ins was itchy (pss understood this due to their ins being depleted). Patient services (pss) consulted with repair and they suggested the pt follow-up with their healthcare provider (hcp). Pss reviewed role of rep and provided the pt with the nas number for their hcp office. Pss emailed the local mdt reps. Pt sent back replacement recharger telemetry module (rtm).

Manufacturer narrative:
Continuation of d10: product ID (B)(4) serial# (B)(6) product type recharger product ID (B)(4) serial# (B)(6) product type programmer, patient product ID (B)(4) serial# (B)(6). Product type recharger medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of d10: product ID 97745 , serial# (B)(6) , product type programmer, patient product ID 97755 , serial# (B)(6) , product type recharger section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6) , UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (pt) regarding an external device.  The reason for call was pt reported they were having issues charging their implant and the issue began only a week ago. Pt would get no device found on their controller and pt confirmed the issue occurred when attempting to charge the implant. Ps also had difficulty hearing and understanding pt during the call. During the call ps walked pt through removing the battery pack and plugging controller into the ac power supply cord; pt confirmed controller powered on. Pt inserted the battery pack and confirmed green light was flashing above the screen. Pt got no device found. Pt then connected the recharger cord and got no device found. Pt pressed recharge and got 94/95/96 on the trying to recharge screen. Ps reviewed with pt to go through the passive recharge mode step a total of 3 times (ps also reviewed passive recharge mode could take anywhere between 10 to 30 minutes) and to call patient services back if they were unable to connect to their implant. Ps had difficulty hearing and understanding the pt during the beginning of the call but ps may have heard that they were talking to a lady and asked some questions and they mentioned something about their pain. Pt also may have said that they were sent something but when ps attempted to clarify information the pt didn't seem to understand ps. The pt reported they had an upcoming MRI but was having difficulties get the neurostimulator battery (ins) to recharge. Pt indicated they have had problems with recharging the ins on and off since implanted to where they sometimes give up. Pt was continually seeing no device found. Pt inspected recharging antenna (rtm) cord and connector plug w/o detecting any visible damage. Pss had pt disconnect and reconnect rtm w/ controller (ptm). After pressing recharge again on 'no device found' screen, pt described seeing passive recharge w/ middle numbers ranging between 76-77. Screen then transitioned to the batteries charging screen w/ current battery levels provided as: ptm 90% & ins in the red (recharging excellent). Pss reviewed best practices for recharging/maintaining battery levels and antenna positing to get best quality connection with ins. Troubleshooting resolved the reported issue. *see (B)(4)* for issues of not getting pain relief additional information was received from the pt. Pt called back about their charging issues and says it¿s still happening and confirmed it¿s been happening since implant, off and on. Controller port is darkened out, and recharger (rtm) was heating up. A replacement controller was requested. Additional information was received from the pt. Pt called back because they received the replacement controller from this case but needed assistance in pairing the controller to the ins and were having difficulty. Pt saw the set up for implant screen and attempted to pair the controller, but they saw the no device found message. Pt entered the passive recharge mode with 14-17-59 then 0-25-59 and they removed the rtm, and the numbers were 0-23-71. Pss helped the pt inspect the rtm cord, but no visible damage was detected. A replacement rtm was requested.